Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that a pocket revision was planned as the device had migrated from the original pocket. Upon opening the pocket, it was observed that there was an infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further adverse patient effects occurred as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.